Event description:
During testing proceeding a routine software upgrade, welch allyn factory service discovered a reportable secondary finding. The unit delivered 147 joules of energy when 200 joules was selected. A review of the device log revealed another similar instance of low energy shock before the unit arrived at our facility.

Manufacturer narrative:
We have received the device, but have not yet completed the investigation.